Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon arrival to hd (hemodialysis), the writer noted that the venous lumen had dark red blood in the lumen up to the clamp. The patient informed the writer that this has been happening frequently recently. As per note entered by the access nurse, tegos and clamps were changed on both lumens prior to hd (hemodialysis) initiation. During central venous catheter (cvc) care the writer noted that once the tegos were changed, that following aspiration of both lumens. Once lumens were flushed writer noted that blood was backing up into the opposite lumen (venous lumen flushed and blood backed up into arterial lumen up to clamp and when arterial lumen was flushed blood backed up into venous lumen). Then lumens were flushed again and no backing up into lumens was noted. Therefore, hd was initiated. During rinse back at end of treatment (2130), the writer noted that while rinsing blood back following the arterial lumen having been already flushed with 10 cc (cubic centimeter) ns (normal saline), blood began backing up into arterial lumen up to clamp. Once rinse back was completed, writer once again flushed arterial lumen with another 10 cc ns. Venous lumen was flushed with 10 cc ns, no blood noted in arterial lumen following flushing of venous lumen at this time. Lumens were locked with sodium citrate. The patient continued to be able to have the regular hemodialysis treatment. Blood pump speed was able to be mai ntained at 350 ml/min throughout the hemodialysis treatment. It was stated that this cvc was inserted at a facility diagnostic imaging department. There was no reported negative outcome for the patient and no apparent harm (reached patient/person, inconvenient). T here was no unexpected or prolonged care. There was no invasive procedure. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had a leak due to a cracked or broken y-hub which resulted from a manufacturing issue. It was reported that there was a leak detected between the lumens of device. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.